Manufacturer narrative:
Investigation pending.

Event description:
A customer in (B)(6) alleged a variance between inratio inr results and the lab inr results. The customer stated that a lot of patients received high results compared to what was expected. The following results were the only ones provided: inratio inr=3-4 and lab inr=1.7 - no actual date of occurrence was available and the actual inratio result was not provided. There is no therapeutic range and no patient information was provided.

Manufacturer narrative:
The first MDR follow up indicated an issue with the monitor stating that statistical analysis of the impedance curve associated with a result within the customer's reported range found that the curve exhibited a weak slope change. The follow up MDR indicated that the product being reported due to this information was the monitor. However, a review of the entire information indicates that the initial impedance curve analysis was incorrect. The curves analyzed corresponded to qc errors. The information on the initial MDR is correct and the first follow up should be disregarded. The correct information regarding the returned monitor testing is as follows: the monitor associated with the complaint was returned for investigation. The returned monitor met functional and thermistor testing requirements; however, retain strip testing could not be performed because the monitor produced an error 10 prior to the investigation. Monitor inspection revealed evidence of blood and moisture contamination; this is known to contribute to error 10 messages. A review of the entire in-house testing history of the reported lot was performed. In-house testing on strip lot 372983 meets accuracy criteria. A review of the manufacturing records for the lot was performed;:the lot met release specifications. The strip code corresponding to the reported lot number was not found in the monitor memory. The customer may have used a different strip lot or an incorrect strip code. Strip codes are directly used to calculate the inr and qc values. The use of the incorrect code can result in incorrect results and error messages. Impedance curve analysis could not be performed. Root cause could not be determined from the information provided by the customer. The returned monitor produced an error 10 and exhibited evidence of moisture ingress. The issue of moisture ingress is being addressed with the introduction of a sealed inratio 2+ model. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Manufacturer narrative:
Corrections: brand name changed from inratio pt/inr test strips to inratio2 pt monitoring system. Model number changed to 200431 for the monitor and the serial number of the monitor is included ((B)(4)) instead of the lot number for the strips concomitant medical products: inratio pt/inr test strips listed as the concomitant product instead of the monitor. The 510k listed is for the monitor rather than the strips as was listed on the initial report. Device is evaluated by the manufacturer and summary included. The label for single use is 'no' since the monitor is not a single use device. Recall is indicated. Usage of device is changed from 'unknown' to 'reuse' since the monitor is not a single use device. Includes recall reporting number. Investigation/conclusion: the monitor associated with the complaint was returned for investigation. A statistical analysis of the impedance curve associated with a result within the customer's reported range found that the curve exhibited a weak slope change. CAPA investigation (CAPA-(B)(4)) has determined that impedance curves with weak slope change can cause discrepant results. This issue is related to the software in the monitor. CAPA investigation has determined that certain patient conditions may contribute to weak slope change impedance curves; however, no patient conditions were provided by the customer. The returned monitor met functional and thermistor testing requirements. Retain strip investigation was not performed on the returned monitor due to the observed weak slope impedance curves associated with the customer's results. However, a review of the entire in-house testing history of the reported lot was performed. In-house testing on strip lot 372983 meets accuracy criteria. A review of the manufacturing records for the lot did not uncover any relevant non-conformances. The lot meets release specifications. Three of the last 4 customer results had qc errors. Qc errors are designed to be a failsafe error to prevent the reporting of erroneous results. These can be caused by multiple issues, including improper storage, technique issues, and sample interference. CAPA-(B)(4) identified impedance curves with weak slopes as potentially leading to discrepant inr values. Further investigation is being performed under CAPA-(B)(4) for this issue.